Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after the prostyle suture was pre-placed, a guide wire was advanced through the guide wire port. However, there was difficulty advancing the guide wire at the one-way valve in the shaft and the guide wire could not be advanced. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. The reported needle to cuff miss was observed to be a link detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned prostyle device found that there was a suture break. Additional information from the account reported that a cuff miss was observed prior to the difficulty with the guide wire no additional information was provided.